Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that, during an ipg replacement procedure due to end of life on (B)(6) 2022, it was found that the extension had been fractured. The physician opted to use the same extension and was able to restore therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.